Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. During troubleshooting tandem tech support, the customer stated the cannula appeared to be bent. There was no impact to the customer's blood glucose level.